Event description:
It was reported that (1) device was used during a colectomy. It was reported by the affiliate that the tct75 cartridge did not fire during the second reload. The cartridge was not sent back from surgery. Another device was used to complete the case. There was no consequence to the pt.